Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported battery fault was not reproducible during performance testing however a power failure alarm was found in the device history logs. The internal battery was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral internal battery was failing to hold charge. There was no patient injury reported as a result of this incident.